Event description:
It was reported that the customer received an off no power alarm. The customer's blood glucose was unknown. Troubleshooting was done. Advised that the customer insert a new energizer aaa alkaline battery and to monitor the insulin pump. The customer stated that he had gone through three batteries within three days. The customer stated that a replacement battery cap did not resolve the issue. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification. However, the insulin pump alarmed due to a corroded battery tube. The insulin pump also had minor scratches on the display window.